Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test. There is unknown reported patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device failed accuracy test. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found no relevant error codes. Visual and functional testing was performed. Was unable to verify the complaint. Device passed accuracy testing. The pump was calibrated and greased and reset to standard configuration. The pump passed all testing and is fully operational.